Event description:
Per the clinic, the patient experienced an infection at the implant site (date not reported). Subsequently, the patient was hospitalized (date not reported) and treated with three weeks of IV antibiotics and two weeks of oral antibiotics. However, the issue could not be resolved. The device was explanted on (B)(6) 2024. There are plans to reimplant the patient with a new device; however, this has not occurred as of the date of this report.